Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes (after migration)') in a female patient who had essure (batch no. 12362) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), perforation ("perforation of other organs(after migration)"), device dislocation ("migration of the essure to the abdominal cavity"), abdominal pain lower ("severe (chronic) pain in the abdomen"), back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), intermenstrual bleeding ("abnormally large amount of blood loss between menstruations"), heavy menstrual bleeding ("abnormally large amount of blood loss during menstruation"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mood altered ("mood changes"), adverse event ("complications in connection with combined endometrium ablation"), skin disorder ("skin problems"), tooth disorder ("dental problems"), mental disorder ("psychological problems"), sexual dysfunction ("problems with the sex life"), medical device site calcification ("severe calcification of the essure in the fallopian tubes"), premature menopause ("entered menopause prematurely"), fallopian tube enlargement ("swelling in the fallopian tubes"), adnexal torsion ("kinks in the fallopian tubes"), allergy to metals ("nickle allergy") and menstrual disorder ("change in their menstruation cycle"), was found to have a pregnancy with contraceptive device ("undesired pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure, including both fallopian tubes, ovaries and (often) (parts of) the uterus). Essure was removed. At the time of the report, the fallopian tube perforation, perforation, device dislocation, abdominal pain lower, back pain, arthralgia, headache, intermenstrual bleeding, heavy menstrual bleeding, fatigue, amnesia, disturbance in attention, mood altered, adverse event, skin disorder, tooth disorder, mental disorder, sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion, allergy to metals, hormone level abnormal and menstrual disorder had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, adnexal torsion, adverse event, allergy to metals, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fallopian tube enlargement, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, medical device site calcification, menstrual disorder, mental disorder, mood altered, perforation, pregnancy with contraceptive device, premature menopause, sexual dysfunction, skin disorder and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: patient's name and initials updated. The event "the foreign body material has been removed" was deleted and medical device removal was added as seriousness criteria to the event "fallopian tube perforation". Events added: fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, perforation, device dislocation, abdominal pain lower, back pain, arthralgia, headache, intermenstrual bleeding, heavy menstrual bleeding, fatigue, amnesia, disturbance in attention, mood altered, adverse event nos,skin disorder, tooth disorder, mental disorder, sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion, allergy to metals, hormone level abnormal, menstrual, disorder, device ineffective. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 12362) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: lot number added to the case; lawyer reference added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('the foreign body material has been removed'). In a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 12362) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes / migration of the essure to the abdominal cavity') and perforation ('perforation of other organs(after migration)') in a female patient who had essure (batch no. 12362, 50612362) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), abdominal pain lower ("severe (chronic) pain in the abdomen"), back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), intermenstrual bleeding ("abnormally large amount of blood loss between menstruations"), heavy menstrual bleeding ("abnormally large amount of blood loss during menstruation"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mood altered ("mood changes"), adverse event ("complications in connection with combined endometrium ablation"), skin disorder ("skin problems"), tooth disorder ("dental problems"), mental disorder ("psychological problems"), female sexual dysfunction ("problems with the sex life"), medical device site calcification ("severe calcification of the essure in the fallopian tubes"), premature menopause ("entered menopause prematurely"), fallopian tube enlargement ("swelling in the fallopian tubes"), adnexal torsion ("kinks in the fallopian tubes"), allergy to metals ("nickle allergy") and menstrual disorder ("change in their menstruation cycle"), was found to have a pregnancy with contraceptive device ("undesired pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure, including both fallopian tubes, ovaries and (often) (parts of) the uterus). Essure was removed. At the time of the report, the fallopian tube perforation, perforation, abdominal pain lower, back pain, arthralgia, headache, intermenstrual bleeding, heavy menstrual bleeding, fatigue, amnesia, disturbance in attention, mood altered, adverse event, skin disorder, tooth disorder, mental disorder, female sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion, allergy to metals, hormone level abnormal and menstrual disorder had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, adnexal torsion, adverse event, allergy to metals, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, medical device site calcification, menstrual disorder, mental disorder, mood altered, perforation, pregnancy with contraceptive device, premature menopause, skin disorder and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: lawyer added and lot number updated. We received lot numbers in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('perforation of fallopian tubes / migration of the essure to the abdominal cavity') in a female patient who had essure (batch no. 12362-inv, 50612362) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("severe (chronic) pain in the abdomen"), back pain ("back pain"), menometrorrhagia ("abnormally large amount of blood loss during and between menstruation/ change in menstruation cycle"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy"), headache ("head pain"), arthralgia ("hip pain"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mood altered ("mood changes"), skin disorder ("skin problems"), tooth disorder ("dental problems"), mental disorder ("psychological problems"), female sexual dysfunction ("problems with the sex life"), medical device site calcification ("severe calcification of the essure in the fallopian tubes"), premature menopause ("entered menopause prematurely"), fallopian tube enlargement ("swelling in the fallopian tubes"), adnexal torsion ("kinks in the fallopian tubes") and feeling abnormal ("brain fog"), was found to have a pregnancy with contraceptive device ("undesired pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure, including both fallopian tubes, ovaries and (often) (parts of) the uterus). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity and feeling abnormal outcome was unknown and the fallopian tube perforation, abdominal pain, back pain, menometrorrhagia, allergy to metals, headache, arthralgia, fatigue, amnesia, disturbance in attention, mood altered, skin disorder, tooth disorder, mental disorder, female sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion and hormone level abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, allergy to metals, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube enlargement, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, medical device site calcification, menometrorrhagia, mental disorder, mood altered, pregnancy with contraceptive device, premature menopause, skin disorder, tooth disorder and uterine perforation to be related to essure. Lot number 12362 is invalid. Lot number:50612362 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: the following adverse events were reported: uterine perforations, allergic reactions, psychological problems, dental problems, brain fog and memory loss, and hormonal problems. Event perforation of other organs(after migration) was deleted due to specific event reported (uterine perforation). Event adverse nos was deleted since not patient-specific. Heavy menstrual and intermenstrual bleeding/ changes in menstrual cycle were merged to term menometrorrhagia. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes / migration of the essure to the abdominal cavity') and perforation ('perforation of other organs(after migration)') in a female patient who had essure (batch no. 12362-inv, 50612362) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), abdominal pain lower ("severe (chronic) pain in the abdomen"), back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), intermenstrual bleeding ("abnormally large amount of blood loss between menstruations"), heavy menstrual bleeding ("abnormally large amount of blood loss during menstruation"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mood altered ("mood changes"), adverse event ("complications in connection with combined endometrium ablation"), skin disorder ("skin problems"), tooth disorder ("dental problems"), mental disorder ("psychological problems"), female sexual dysfunction ("problems with the sex life"), medical device site calcification ("severe calcification of the essure in the fallopian tubes"), premature menopause ("entered menopause prematurely"), fallopian tube enlargement ("swelling in the fallopian tubes"), adnexal torsion ("kinks in the fallopian tubes"), allergy to metals ("nickle allergy") and menstrual disorder ("change in their menstruation cycle"), was found to have a pregnancy with contraceptive device ("undesired pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure, including both fallopian tubes, ovaries and (often) (parts of) the uterus). Essure was removed. At the time of the report, the fallopian tube perforation, perforation, abdominal pain lower, back pain, arthralgia, headache, intermenstrual bleeding, heavy menstrual bleeding, fatigue, amnesia, disturbance in attention, mood altered, adverse event, skin disorder, tooth disorder, mental disorder, female sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion, allergy to metals, hormone level abnormal and menstrual disorder had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, adnexal torsion, adverse event, allergy to metals, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, medical device site calcification, menstrual disorder, mental disorder, mood altered, perforation, pregnancy with contraceptive device, premature menopause, skin disorder and tooth disorder to be related to essure. Lot number 12362 is invalid. Lot number:50612362 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('perforation of fallopian tubes / migration of the essure to the abdominal cavity') in a female patient who had essure (batch no. 50612362) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("severe (chronic) pain in the abdomen"), back pain ("back pain"), menometrorrhagia ("abnormally large amount of blood loss during and between menstruation/ change in menstruation cycle"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy"), headache ("head pain"), arthralgia ("hip pain"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mood altered ("mood changes"), skin disorder ("skin problems"), tooth disorder ("dental problems"), mental disorder ("psychological problems"), female sexual dysfunction ("problems with the sex life"), medical device site calcification ("severe calcification of the essure in the fallopian tubes"), premature menopause ("entered menopause prematurely"), fallopian tube enlargement ("swelling in the fallopian tubes"), adnexal torsion ("kinks in the fallopian tubes") and feeling abnormal ("brain fog"), was found to have a pregnancy with contraceptive device ("undesired pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure, including both fallopian tubes, ovaries and (often) (parts of) the uterus). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity and feeling abnormal outcome was unknown and the fallopian tube perforation, abdominal pain, back pain, menometrorrhagia, allergy to metals, headache, arthralgia, fatigue, amnesia, disturbance in attention, mood altered, skin disorder, tooth disorder, mental disorder, female sexual dysfunction, medical device site calcification, premature menopause, fallopian tube enlargement, adnexal torsion and hormone level abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, allergy to metals, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube enlargement, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, medical device site calcification, menometrorrhagia, mental disorder, mood altered, pregnancy with contraceptive device, premature menopause, skin disorder, tooth disorder and uterine perforation to be related to essure. Lot number 12362 is invalid. Lot number:50612362. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. We received lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.